Manufacturer narrative:
The product was not returned to manufacturer for evaluation therefore unable to determine definitive cause of event.

Event description:
It was reported that patient underwent surgery due to fracture. During operation, the surgeon found the product slipped. Surgeon replaced with new one to complete the surgery. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.